Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).device evaluation:the condition of an infuso.r. Pump with an occlusion level issue was confirmed and reproduced during product evaluation. The root cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an infusor pump with a unspecified "occlusion level" problem. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.